Event description:
Additional information was received from the consumer on 2017-01-03 reporting that they had met their health care professional (hcp) on (B)(6) 2016. The hcp examined the patient had the battery. The battery charged well and the stimulator worked. The hcp said that if the it moved more or did no charge easily or had any other problems to call their neurosurgeon who implanted the device as the neurosurgeon would easily be able to move the battery and tack it into place. It was reported that the patient would follow their hcps advice if there was any other problem or worsening of the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the therapy was working well for the patient but the implantable neurostimulator (ins) had been moving around a bit before setting about 1.5 inches below the implant location. The ins was reported to be ¿pretty flat¿ in their upper buttock and the patient had not been having any performance issues. The caller was wondering if it was okay for the ins to be lower than the place it was implanted. It was noted that the ins had just settled into this lower position in the last month or so. The patient had been implanted on (B)(6) 2015. It was reported that the patient was (B)(6) old and their ¿tissue was not as strong¿ as a younger person¿s.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.